Event description:
Report recieved of a pump not counting the total volume delivered. The pump was found with an unsigned noted that read, "channel a does not count the volume delivered, only shows four dashes". There were no reports of any adverse patient events while the device was in clinical use. Though requested, no further information was available.